Event description:
Per report, an iliac conduit was placed in the right common iliac for the transfemoral delivery of a 23mm sapien transcatheter heart valve (thv). After removal of the rf3 sheath a narrowing was noted in the external iliac artery which was caused by thrombus. The external iliac artery blood flow was restored after pta, followed by thrombus aspiration and placement of a stent. The patient was stable after the procedure. The right common iliac was selected for access via a 10 mm conduit due minimum vessel measurements of 6 mm in the right common femoral and right external iliac arteries for placement of the 22fr retroflex sheath. Following vascular cut-down, the right external iliac was clamped and successful access of the right common iliac was obtained with a 10mm conduit. The 22 fr retroflex sheath was inserted via the distal most end of the conduit. The 23 mm sapien was implanted successfully with resulting trace posterior paravalvular leak and central leak noted per tee. The 22 fr sheath was removed over the wire and the 10 mm conduit was taken down allowing closure of the common iliac anastamosis. Ilio-femoral run-off revealed a vessel narrowing in the external iliac artery and significant thrombus burden resulting in diminished blood flow down the external iliac and common femoral arteries. Heparin was re-administered and an 8 fr non-edwards sheath was inserted into the right common femoral via contralateral access with an omniflush catheter. A 0.035 wholey wire was used to cross the external iliac lesion and advanced down into the superficial femoral artery. Balloon angioplasty with a 6.0 mm x 40 mm pta was performed followed by thrombus aspiration with an aspiration catheter. Next, a 7.0 mm x 50 mm self-expanding stent was placed in the right external iliac restoring brisk blood flow down the right external iliac and right common femoral vasculature. The right common femoral access incision was closed by the physician was used to close the left common femoral access and the transvenous pacing wire and venous access sheath was removed. Post-vitals: 148/57, paced rhythm at 60 bpm.

Manufacturer narrative:
According to the instructions for use (IFU) for the retroflex 3 introducer sheath set, complications associated with standard catheterization and use of angiography include, but are not limited to, injury including perforation or dissection of vessels, thrombosis and/or plaque dislodgement. Peripheral vessel thrombosis is caused by the clotting of blood and can result in decreased blood flow to tissues. This can be related to many patient and or procedural factors that can lead to an increased risk of thrombosis including the use of large bore devices in patients who often have pvd and/or vessel tortuosity, vessel injury, and inadequate anticoagulation during the procedure. The IFU pre-cautions the use of the device in patients with significant vascular disease. These patients usually present with multiple co-morbidities (pvd, age, which in combination with the procedure put a patient at high risk for peripheral complications). In this particular case, the exact root cause of the iliac artery thrombosis cannot be confirmed; however, it was reported that the patient has narrow and diseased peripheral vessels, which required a iliac conduit for sheath access. It is likely that patient factors (iliac artery anatomy), and procedural factors (placement of iliac conduit) contributed to the event. In addition, it seems that there was inadequate anticoagulation for this patient during the procedure, as heparin was re-administered. This event was not considered to be due to a malfunction of the sheath. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required.